Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "it was reported that the tip of the dilator got damaged (frayed) while in use. Therefore, a new kit was used instead." No patient harm was reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "it was reported that the tip of the dilator got damaged (frayed) while in use. Therefore, a new kit was used instead." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator and lidstock for evaluation. Visual examination revealed the distal tip of the dilator was split and frayed. This damage is consistent with undue force being applied during attempted insertion. The total length of the dilator measured to be 103 mm which is within specifications of 95.2-108 mm per product drawing. The outer diameter of the returned dilator measured to be 2.83 mm which is within specifications of 2.81-2.87 mm per product drawing. The inner diameter of the dilator tip could not be measured due to the damage observed. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding." The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and frayed, which is damage consistent with undue force being applied to the tip. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the sample received and the customer report that the damage was observed during use, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.